Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patients condition post procedure was great.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).